Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that prior to implant, the rv lead was tested with slow rotations of one revolution per second. It was noted that the lead built up internal torque and the set screw shot out quickly. The lead was not used, and a different one was implanted instead. Patient was stable during and post-procedure.